Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 1.5x15 mini trek ruptured with the first inflation at 18 atmospheres during predilatation of the moderately calcified, mildly tortuous, mid posterior descending coronary artery (rpda). A 2.0x15 mini trek was inflated three times at 16 atmospheres for predilatation of the rpda. The 2.0x15 xience alpine stent delivery system (sds) was inserted, but unable to cross the lesion. A 2.5x12 xience xpedition sds was successfully used to treat the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported balloon rupture appears to be related to user error. The device instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating and the balloon pressure should not exceed the rbp. Reportedly, the customer did not soak the device in saline prior to use. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, the following information was provided: there was no resistance during removal of the stylet or protective sheath. The device was not soaked prior to use, just wet with water. Prep (air aspiration) was performed outside the anatomy prior to use. When the trek ruptured there was a loss of gauge pressure.